Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because the report of the device not working and the shut off (inability to recreate a shut off) is an allegation of a device failure, which suggests a possible failure of a device, labeling or packaging to meet specifications. The reported adverse event(s) of afib, tachycardia flare are not likely related to the alleged device failure. The device not working and the shut off are unrelated to the afib and tachycardia flare. An assessment of the source information indicates a potential relationship between the reported adverse event(s) of never had therapeutic effect and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of the device to never work and shut off remains unknown. Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), produc t type: programmer, patient. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported the implant in her back was not put in correctly, so it wasn't working, and on (B)(6) 2015, they went in and replaced the leads and repositioned the ins. The patient outcome was not reported. The indication for therapy was non-malignant pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97714, serial#: (B)(4), implanted: 2014 (B)(6), product type: implantable neurostimulator. Product ID: 977a290, serial#: (B)(4), implanted: 2014 (B)(6), product type: lead. Product ID : 97754, serial#: (B)(4), product type: recharger. Product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 977a290, serial#: (B)(4), implanted: 2014 (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had a spinal ins put in at t2. They stated that this device was taken out two weeks ago because of their heart issues. It was reported that they had their spinal device for six years and they tried everything including revisions, but it was not working for them. It was reported that it was not handling it for them and they stated that they had a heart issue, so ¿it makes that crazy¿. The patient stated that the revision from t2 to t7 was done in 2014 and 2015. It was reported that the patient refused to provide further information/details. Patient services attempted to collect all information, but the patient withheld saying the they did not understand why they were going through questions. No further complications were reported/anticipated.